Manufacturer narrative:
Additional manufacturing narrative: the product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
It was reported that the numeric display had missing segments. No known impact or consequence to patient was reported.

Manufacturer narrative:
The returned device was evaluated. During this testing the device was able to power using the provided batteries. When powered on multiple led segments did not light up. The device was able to obtain measurements and alarmed audibly and visually under alarm conditions. Internal inspection showed corrosion on the mcu board chip u2. Multiple led segments have failed due to the corrosion of the mcu board u2. A service history record review reveals that this unit was in the field for over six (6) months with no previous reported issues related to this reported event.